Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. No a33 alarm noted. Unable to perform prime/a33 test due to protruded drive support disk. Unit received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 81 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are stuck in rewind complete/bolus delivery loop. Customer stated that the drive support cap is sticking out. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.